Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. During the evaluation of the system, the fse indicated that the device was tested, and no problem was found. The fse spoke with the nurse on site and discovered their understanding of the system was that the alarming monitor showed other monitors continuously. The fse confirmed with the nurse on site that the monitor worked correctly. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue mp50 monitor indicating the system is not alarming as expected. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.